Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was recommended that the power supply and the image processor circuit board be replaced. The equipment owner elected to not affect the repairs. They will replace the equipment and not suffer the cost of repair.

Event description:
It was reported that the system 7700 will not initialize. Monitor just flickers. System is non operational. There was no adverse pt involvement reported. There was no pt information reported.